Manufacturer narrative:
The t:slim user guide states that the user must have adequate vision and/or hearing in order to recognize the system alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer was hard of hearing and did not hear the alarm. The customer's spouse heard the alarm and woke the customer. The customer's blood glucose (bg) level was 280 mg/dl and a bolus was delivered to address the bg level. No additional alarms had occurred. The customer discussed the volume of the alarm on the pump with tandem customer technical support (cts). The volume was tested and was found to be functioning as intended. The customer acknowledged the information. The cause of the occlusion could not be determined; however, it may have been due to a sleeping position as the alarm had not reoccurred.